Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were removed upon receipt. The top case was cracked/chipped by the front left and right bottom corners. The handle was broken, the right plunger case was cracked, the plunger lever and battery pack were missing, the seal lining on the bottom case was broken/missing and contamination was visible. Error codes or event history log (ehl) could not be retrieved due to a power up issue. The customer reported problem was confirmed as the device was unable to be powered up during the investigation process. Root cause of the reported problem could not be determined however, the main printed circuit board was inoperable. The issue was corrected after the main board was replaced and the software was updated to v1.6.4. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year. The device was last in on (B)(6) 2015 for super cap error post and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
Additional information was received by the manufacturer via email which clarified there was no incident and no patient involvement with this reported event.

Event description:
It was reported that the device had a force sensor test error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.